Event description:
The dreamstation auto bipap device was returned to a service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device displayed error code e106. Additional finding was not related to the malfunction/issue. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Correction: this report is being submitted to update the event problem description to include the error code component failure and the product UDI. The dreamstation auto bipap device was returned to a service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device displayed error code e106 (heated tube component failure). Additional finding was not related to the malfunction/issue. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is being submitted to update the event problem description to include the error code component failure and the product UDI. The dreamstation auto bipap device was returned to a service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device displayed error code e106 (heated tube component failure). Additional finding was not related to the malfunction/issue. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.